Event description:
It was found that the sleeve rotated. According to the doctor, the pt fell down after the primary surgery, which might cause the sleeve rotation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.